Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. It was reported that the customer was having a hard time to scroll the leadscrew and it seemed the leadscrew was stuck in place. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.